Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during setup of the whitestar signature system for a training demonstration, the system generated a 2012 error (instrument host timeout error). The system was to be sent to an amo office for storage and pending evaluation. It was reported that this system is only used for training purposes and not used to treat patients.

Manufacturer narrative:
This system is a demo system which is used for training purposes only. The actual demo device was not evaluated; therefore, the cause cannot be confirmed. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.